Manufacturer narrative:
On 11/8/2019, mentor became aware that the patient also experienced right breast mass and had to undergo surgical intervention for the breast lesion that was excised during an unspecified date. This event on the right breast will be reported under mrn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became of the following information: concomitant device: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 6443250 sn: (B)(4). Mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7736997 sn: (B)(4). And (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7737701 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found rupture. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a 325cc mentor memorygel breast implant on the left side, suffered rupture post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.